Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies found. It was also noted that the distal conductor had blood/body fluid (not obstructed). The full lead was returned and analyzed.

Event description:
It was reported that the physician attempted the lead and did not use it based on the patient's anatomy. The lead was removed and a different model lead was implanted. There were no patient complications reported as a result of this event.